Event description:
A consumer reported that they received their third injection of hyalgan (sodium hyaluronate) in 2003 and experienced severe cellulitis in the right ankle and foot and pain in the right calf one month later. In 2004 the physician admitted pt to the hospital for the severe cellulitis in the ankle and foot, and pain in the calf. Hyalgan injections were given once a week for arthritis of the right knee. The pt also reported a rupture of the baker's cyst in the right knee that occurred after they received their third treatment. They were discharged 5 days later, x-ray and MRI results were not provided. Sonogram of the lower leg showed that a baker cyst in the back of the right knee had ruptured, possibly due to synovial fluid that had leaked into the cyst. Corrective treatment of low impact exercise and swimming was recommended. At the time of this report, the pt has not recovered and sodium hyaluronate had been discontinued. The lot number was requested but no provided. More info was requested and will be provided when available.